Manufacturer narrative:
The programmer was returned to a different site for repair. This analysis confirmed the reported event, as a result the main processing unit was replaced and the hard drive was reimaged. Software was also reloaded and updated. It was also noted that the system fan was noisy, system fan was replaced. The programmer then passed final functional and systems tests, no other anomalies found.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that after startup the programmer reboots constantly and cannot enter the user interface. (B)(4).

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for servicing. There was no patient involve ment.